Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not come back up after the pyxis upgrade, and the screen displayed a prompt to enter the server number. The technical support specialist got the device back online, reimaged the device, and upgraded the machine to version 11. Since data synchronization was still failing, the specialist contacted the escalation line, and a remote technician took control of the device to complete the resolution. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not come back online after the pyxis upgrade, and the screen displayed a prompt to enter the server number. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.